Event description:
The customer reported that parts were damaged with an associated parts order for a power pca. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.